Manufacturer narrative:
(B)(4). Initial emdr submission - customer advocacy has reached out to customer to provide sample for the investigation. (B)(6) label was provided to the customer. At this time we are currently waiting for the sample. Once the investigation is complete or if we receive any additional information we will provide a follow up emdr.

Event description:
Customer reported that the circuit had a piece where it melted. The patient uses the poly overwrap that phs uses. No blanket was over the circuit. This circuit was in use for approximately 2 weeks. Email sent to customer for verification of occurrence date. It has been confirmed that there was no patient harm related to this.

Manufacturer narrative:
(B)(4). Device evaluation summary:one incomplete sample was submitted for evaluation. The reported failure mode was confirmed by visual inspection. No further testing could be done due to the circuit being incomplete. We were unable to review the device history record of the product as the lot number was unavailable. At this time there is no evidence that our operative personnel have contributed to this failure. However it is considered that the handling of the product was not appropriate. The softening point of the tubing is 82 degrees celsius, and the peak melting temperature is 102 degrees celsius. At this temperature the tubing begins to soften and lose its properties. The heated wire must be in the correct orientation when it is connected to the ventilator/humidifier. It is considered that the wire was submitted to excessive heat that was concentrated in the small tube area (near the patient) and that could be the cause of the melted tubing. The most probable cause could be related to a combination of several factors that contributed to creating the excess heat. These factors are not recommended actions per the circuit¿s intended function. Though you reported that no blankets were covering the circuit; we do know that this will cause excessive heat formation. Other examples are limbs tied together, if the wire retainer is not in its place at the end of the tube; do not use the heater circuit without gas flow, or using the circuit when the gas temperature at the outlet of the humidifier exceeds 68 degrees celsius. These all occur at the point of use and are external to the manufacturing facility.

Manufacturer narrative:
This supplemental is being filed due to a retrospective review of MDR submissions. Corrections and additional information has been completed. (B)(4).